Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the error codes occurred due to a failure of the mother board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had errors (error codes e117 and e116). The issue occurred during preparation for use for an electronic laparoscopic surgery. The procedure was finished with a replacement device. There were no reports of patient harm.